Event description:
It was reported that eri was detected via hm in the early morning. The hospital nurse confirmed. It was confirmed that 3.03v remained (but eri was shown). The device will be explanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in (B)(6) 2021.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.